Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2009 under 1717344-2009-00549. 'A visual inspection of the incident device revealed no damage. The jaws had tissue between them but were not stuck shut. The handle opened and closed normally and the jaws aligned properly to each other when latched closed. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. See scanned page.

Event description:
The customer reported that the jaw release did not function and the jaws would no longer open while on tissue. No further information as to how the device was removed was available from the site. There was no patient injury. Another device used in the same surgery with the same issue can be found on MFR report number 1717344-2009-00557.